Manufacturer narrative:
Evaluation summary post market vigilance led an evaluation of one device. The anvil of the instrument was observed to be tilted and separated from the instrument. There was no mark in the anvil cutting ring; however, the crush ring had been partially crushed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed damage was misuse of the product. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anvil of the instrument was observed to be tilted and separated from the instrument. Also, the crush ring had been partially crushed.